Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys troponin I stat immunoassay result for one patient sample. The initial result was 0.643 ng/ml with a data flag and the repeat result on (B)(6) 2017 was 0.129 ng/ml. Both results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 159776. The expiration date was requested but was not provided. The calibration and qc results were normal for the assay.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.